Event description:
It was reported the patient presented for follow up in clinic, it was noted that the patient experienced an inflamed pocket due to an allergic reaction from the implantable cardioverter defibrillator. Physician prescribed antibiotics to the patient and no further intervention was performed. The patient¿s condition was stable.